Manufacturer narrative:
DHR review: no anomalies detected by checking the manufacturing chart related to lot# of the poly liner ((B)(4)). This is the first and only complaint received by limacorporate on this specific lot# on a total of 18 physical kr left liner #5 h.12mm manufactured with this lot#. Explants analysis: we received the physica kr liner involved in this post operative issue. It underwent to a visual analysis, a ftir spectral analysis and a thermal analysis. From a visual analysis, the liner appears to be yellowish, probably due to the absorption of lipids (typical of the in vivo use of the device). On the bottom surface of the liner (non articular surface), a partial disappearance of the marking can be detected. It can also be noted a great wear of the liner medial edge on the side of the articular surface. The infrared spectroscopy performed, shows how the spectral region that hosts spikes corresponding to the presence of oxidation products is missing of signals, meaning that there is no phenomena of degradation of the material. The thermal analysis (dsc), which provides information about crystallinity and microstructure of the polymer, has demonstrated that both the chemical and physical characteristics of the liner are compatible with the starting condition (liner compliant to specifications). X-rays analysis: post-op x-rays related to the primary surgery done on (B)(6) 2015 and pre/post-op x-rays related to the revision surgery performed on (B)(6) 2016 were received. A medical opinion on the available x-rays states that this was an implant failure probably due to an extensive slope of the tibial plate and the tibial component implantation in extensive varus. This combination may increase the wear on the medial side and, together with the overload, can be identified as the reason for the failure. Conclusions: the analyzes carried out showed that the causes of implant failure cannot be related to structural modifications of the polymer, nor to excessive wear of the articular surfaces. The liner showed a localized form of wear (limited to the medial region) that is probably due to the sub optimal positioning of the tibial component, that can be identified as the likely cause for the failure. Pms data: no other complaints have been reported to lima corporate on about 4491 kr liners belonging to the families 6531.50.xxx - 6532.50.xxx (B)(4) sold since 2013. No corrective action planned for this case. Lima corporate will continue monitoring the market to promptly detect any similar issue. This is a final report.

Event description:
Left knee revision surgery done on (B)(6) 2016 due to severe osteolysis of the medial femoral condyles with femoral mobilization. Possible poly debris reported. Surgeon commented about wear of polyethylene liner as possible root cause for the revision surgery together with the breakage of knee collateral ligaments. Physical kr liner involved - code# 6532.50.512, lot# 1301685 - had originally been implanted on (B)(6) 2015. Patient data: female, nun, height 1.65 m, weight at the time of previous surgery (B)(6). Event occurred in (B)(6).